Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, some keys were not working on mb c4cic2 pyxis keyboard and the nurse was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keys were not working on the keyboard. The technical support specialist (tss) dialed into the station and identified that the backspace and few keys were not working. The tss then logged into the care fusion admin and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.